Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an ischemic stroke. The clot was noted to be too deep for a thrombectomy. Anticoagulation was used to dissipate the clot, and then the patient became unresponsive. An echocardiogram showed a potential foreign body on the impella cannula above the inlet cage. The patient survived.

Manufacturer narrative:
Stroke/cva: clinical reports patient had acute ischemic stroke while on support confirmed by CT. The product was returned for investigation and no abnormalities were observed. A small kink on the cannula was discovered, but it is not related to this failure mode. The root cause of the stroke/cva was unable to be determined due to insufficient clinical details. Thrombus: clinical reports echo showed a potential foreign body above inlet cage on the cannula; anticoagulation was increased and the clot dissipated. The product was returned for investigation and no foreign bodies were observed on the pump. A small kink on the cannula was discovered, but it is not related to this failure mode. The root cause of the thrombus was unable to be determined due to insufficient clinical details.